Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when priming the oxygenator a leak was detected. The oxygenator was exchanged. There was no patient involvement.

Manufacturer narrative:
D4 - serial number no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: serial number was inadvertently provided in a previous report and has been corrected to the lot number. Primary UDI corrected. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: health effect - impact code corrected manufacturer's investigation conclusion: functional testing of the returned oxygenator by the external manufacturer (eurosets) confirmed an oxygenator leak due to fiber breakage; however, a specific root cause for the fiber breakage could not be conclusively determined through this evaluation. The oxygenator was returned to abbott where an initial visual inspection was performed. Visual inspection of the oxygenator revealed no obvious damage. The oxygenator was forwarded to eurosets for technical analysis. The oxygenator was placed on a mock loop with physiological water. The oxygenator was filled using a peristaltic pump at 6 liters per minute and remained in the mock loop for 10 minutes. A slow dripping in the lower part of the oxygenator in front of the arterial blood out was noted. To identify the exact point of leakage, the device was sectioned, removing the lower lid, refilled with water, and then pressurized. The point of loss occurred due to the fiber breakage. Eurosets determined that the leak reported during the priming phase can be related to a fiber rupture that occurred after eurosets manufacturing and test phases. Eurosets oxygenators are all undergoing multiple leakage tests during production and devices that exhibit leaks are discarded prior to distribution. The production documentation was reviewed by the external manufacturer (eurosets) and confirmed that all tests made in the production process were compliant with the technical specification. Devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. This device passed all required testing. Eurosets confirmed that 100% of the oxygenators produced are tested to detect eventual leakages using a pressure of 150 kpa (kilopascals) which is 1.5 times the maximum blood pathway pressure indicated on the IFU (instructions for use). Devices that exhibit leaks are discarded prior to distribution. The production documentation for the eurosets amg pmp oxygenator, lot # 9351508, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available. The IFU warns to carefully check the device seal during priming and operation. If you notice leakage during priming or operation, replace the defective device following good perfusion practices. Also, under the section titled ¿set up¿, the IFU warns to ¿carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device.¿ no further information was provided. The manufacturer is closing the file on this event.